Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that upon using the device, she noted that after each fire, the next clip was noted to be miss-loaded (rotated in the jaws). The surgeon had the staff clear the miss-loaded clip and continued to use the device. They did this "three to four" times. On a subsequent fire of the device, the jaws of the clip applier clamped on to the tissue and would not release. It was noted that no clip was visible in the closed jaws. The surgeon was able to clip around the jaws with a new device and then cut the clip applier loose from the tissue. There were no adverse consequences for the patient.